Manufacturer narrative:
Investigation summary: it was reported there was resistance in the process of pushing the prefilled catheter irrigator. To aid in the investigation, ten samples with no packaging flow wrap were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306595, lot number 0353419. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the plunger was difficult to move with bd posiflush¿ normal saline syringe. This occurred on 18 occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: in hematology department, the nurse found that there was resistance in the process of pushing the prefilled catheter irrigator when using the prefilled catheter for maintenance, and it could not be pushed until half or 1/3 of the time. The head nurse required that this batch of product be replaced and compensation be given.